Event description:
Customer reportedly received the following results on the performa system: 191 mg/dl (12:46), 189 mg/dl (12:50), 414 mg/dl (12:55), and 388 mg/dl (12:57). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.